Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal fentanyl 1000 mcg/ml at 89.9 mcg/day, hydromorphone 40 mg/ml at 8.994 mg/day, and bupivacaine 2.5 mg/ml at 0.2249 mg/day. The indication for use was non-malignant pain. The patient presented to the emergency room (ER) on (B)(6) 2016 "out of it", and they were not sure of overdose but were admitting the patient to the intensive care unit (ICU). The pump was programmed to minimum rate mode and was at the ER now. On (B)(6) 2016, there was a pump refill with a change in drug. A bridge bolus was programmed, but because the patient was unable to utilize the personal therapy manager (ptm) during the bridge bolus, the hcp programmed the old drug desired dose of the old drug from 8.994mg/day to 15mg/day. There were 4 hours left of the bridge bolus. The clinic was closed on (B)(6) 2016 and was not open until (B)(6) 2016, so they had no hcp¿s orders for re-programming. The manufacturing representative was inquiring about the original bridge bolus of 26 hours and 47 minutes, minimum rate mode and programming of the pump. The manufacturing representative was going to confer with the hcp and the patient. The hcp was going to update the pump to 0.09 ml/day or 0.00375ml/hour ¿but deliver the small volume remaining of 40mg/ml dilaudid.¿ the hcp was fine with not doing a modified bridge and letting the remaining dilaudid infuse at lower dosing before the fentanyl started. It was later reported that the patient was on a bridge bolus of hydromorphone to fentanyl with bupivacaine. The patient was released and met in the clinic where the nurse did a modified bridge bolus to complete the bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.